Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit has no sound". The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record by (B)(6) on 2017-nov-06 shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date 3/17/2017.

Event description:
The customer states that the unit has no sound. No patient involvement.